Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead had polarity switch due to low pacing impedance measurements. No intervention was performed. The patient was in stable condition.